Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock following a head trauma incident. External equipment was exchanged, however, the issue did not resolve. Device testing could not be completed due to loss of lock. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual inspection. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The resistance test revealed elevated resistance was measured across the kovar tab. The reported complaint of no lock was confirmed during the analysis of the device. Elevated resistance was measured across an electrical component (kovar tab), which is believed to be related to the loss of lock. An internal corrective action has been implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.